Event description:
It was reported to st. Jude medical that during follow-up, an extended charge time was observed. The pt had several high-voltage therapies and was paced 20.7% of the time over the lifetime of the device. The unloaded battery voltage was 2.6v. After the pt was monitored for a 2-month period, the physician elected to explant the implantable cardiac defibrillator.